Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the light intensity of the central control monitor of the heart lung console began to vary. The pixels were intermittent in nature on initial power up of the device. Since the event took place after the cardiopulmonary bypass procedure, there was no adverse consequence to the patient as a result of this event.